Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. A philips remote service engineer inspected the system remotely and found during use, the system stopped working, hindering x-ray procedures. After reviewing the log file, it shows no x-ray possible. To resolve the issue, the fse replaced the ippc and 3 hard drives, download board software. After replacing the ippc and 3 hdd, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.